Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. Based on the photos provided by the user facility, the report could be confirmed. In one photo provided, it shows a band loose near the barrel, and not on the intended target. Other photos displayed bands on the varices. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The lot number associated with this complaint was researched to determine the manufacturing date of the bands. Per the band supplier, if properly stored, bands can maintain its specification properties for five years or longer. The bands should be stored in containers, which are sealed from airflow and light. These bands are stored at our facility in an air tight container to protect against exposure to ultra violet (uv) light. We can conclude that the bands were within the acceptable age date range to ensure the bands maintain their elasticity properties. As a precaution the instructions for use state: "band ligation may not be effective when applied to small varices." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophageal variceal ligation (evl), the physician used a cook 6 shooter saeed multi-band ligator. As reported to customer relations: "dr (B)(6) made a evl. After shooting the band, the dr. Noted that the band had little grip on the varices because it moved [from] the base of the varices after being placed. It was necessary to use another multi-band ligator to finish the exam."

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. Based on the photos provided by the user facility, the report could be confirmed. In one photo provided, it shows a band loose near the barrel, and not on the intended target. Other photos displayed bands on the varices. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The lot number associated with this complaint was researched to determine the manufacturing date of the bands. Per the band supplier, if properly stored, bands can maintain its specification properties for five years or longer. The bands should be stored in containers, which are sealed from airflow and light. These bands are stored at our facility in an air tight container to protect against exposure to ultra violet (uv) light. We can conclude that the bands were within the acceptable age date range to ensure the bands maintain their elasticity properties. As a precaution the instructions for use state: "band ligation may not be effective when applied to small varices." Additional information provided from the user facility indicated an olympus gif-q150 endoscope was used. The olympus gif-q150 has an outer diameter of 9.2 mm. This ligator is not compatible with the olympus gif-q150 endoscope. This ligator is compatible with endoscopes that have an outer diameter of 9.5 - 11.5 mm only. The use of an incompatible endoscope could cause barrel detachment. Labeling on the device lists the recommended endoscope size for each reference part number (rpn). Use of the product with an endoscope too large or too small can result in the barrel becoming dislodged. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available additional comments regarding this report: based on the information provided that a incompatible endoscope was used, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.